Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin safety syringe. The customer reports that the nurse claimed that the safety shield malfunctioned allowing the needle to stick her finger. The customer further reported that the patient who had received the shot with that needle is hiv positive. The nurse discarded the needle in a sharps container and therefore could not provide the actual lot number. The nurse is undergoing treatment for the potential hiv needle stick.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.